Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin. However, the occlusions continued and the customer reverted to an alternate method of insulin therapy.